Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water-tube, air/water-cylinder and auxiliary jet channel. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the presence of foreign material was confirmed. The foreign material was white. The use of products with silicone may cause deposits of white foreign material. Possible sources of silicone are lubricants and defoaming agents such as simethicone. The user possibly could not perform reprocessing properly due to leakage by pinhole on insertion section and remove the foreign material. Foreign material may have remained in the channel even if reprocessing was conducted in accordance with the instructions of use if silicones were used. The event can be detected and prevented by following the instructions for use: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.